Event description:
Ladg - "when the customer clipped a vessel, the clip arms crossed each other, resulted in inadequate hemostasis. Trying to remove the clip, he/she hurt the vessel and that caused bleeding. Then he/she clipped the vessel using several clips, stopped bleeding with an energy device and completed the procedure. The vessel diameter was 2 - 5mm."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. In addition to the customer's experiences with units from this lot, similar incidents of scissoring clips involving this lot have been reported to applied medical; however, no root cause could be determined since the units either met current specifications or the products were not returned for evaluation. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.